Event description:
It was reported that the patient was hospitalized with lumbago after implantation of a baclofen pump. Therapy was ongoing, though the suspected drugs were the intrathecal baclofen and fingolimod capsules (gilenya). The pump was implanted due to therapy relief as the patient was taking many concomitant medications. The lumbago was reported as non-serious and the severity was mild. It had not recovered at the time of report and it was not clarified if there were changes to the baclofen dosing. The causality of the lumbago was not suspected to the treatment with gilenya, but based on review of the available reported data, there was a ¿reasonable possibility of causal relationship between the baclofen and lumbago. It was also noted that the patient experienced spasticity that lasted for 23 days. The spasticity was a pre-existing condition and the physician assessed it as non-serious, moderately intense, and the outcome noted as recovered. It was stated that the causality was not suspected to gilenya. Eleven days later, it was reported that the event of lumbago had been re-assessed by the physician and classified a serious with hos pitalization. The outcome of the event was unchanged. The causal relationship between baclofen and the back pain could not be ruled out due to a ¿plausible pharmacology and time relation¿.

Manufacturer narrative:
(B)(4). (B)(6).